Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door open alarm. Eval experienced of a door not fully latched alarm while attempting to load a set, which corresponds to the inserts were pulled from the front case causing separation between the front case and the mechanism assembly. This caused the force required to close the door to be above expected levels. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a constant door open alarm. It was also reported that there was no pt injury.